Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup, bhr head and modular sleeve were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the cup. This will continue to be monitored. Similar complaints have been identified for the head and sleeve. However, as the devices are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The patient¿s fall cannot be ruled out as a contributing factor to the patient¿s acetabular loosening and clinical status. The elevated cobalt and chromium levels and noted intraoperative findings of debris, adverse local tissue reaction, osteolysis and pseudotumor may be consistent with findings associated with metallosis; however, the root cause of the elevated metal ions, debris, adverse local tissue reaction, pseudotumor and metallosis cannot be confirmed and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined.

Event description:
It was reported a left hip revision surgery due to pain, limited mobility, adverse local tissue reaction, and metallosis as a result.